Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had been a chronic dislocator prior to coming to this surgeon. Even after the head and liner exchange, patient continues to dislocate periodically. Surgeon elected to convert from a traditional bear to a dual mobility. Doi: (B)(6) 2015 dor: (B)(6) 2021 right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A singular x-ray image was provided for review. It does not depict a dislocation event. Nothing indicative of a product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : error in the manufacturing or material of this product/lot combination being a contributing factor in the reported dislocation is not suspected. A manufacturing records evaluation (mre) was not performed.